Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient developed an epidural hematoma after a permanent implant. As a result, patient's system was explanted to address the issue.